Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon eval, the charger/modem was resetting. The cause of the rests was a flash memory failure at components u102 and u105 on the c/a board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective charger/modem.